Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade: unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade: unknown.

Event description:
Patient reported right side capsular contracture baker grade unknown and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.

Event description:
Patient reported right side capsular contracture baker grade iii-IV and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Device analysis: analysis of the returned device identified: weight to the spec, wear abrasion, creases fold and deformation device cloudy in the gel observed after autoclave cycle base on the device analysis the final assessment is: no issues found related with the manufacturing process

Event description:
Bilateral capsular contractures, grade 4/3, bilateral breast rippling and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.